Manufacturer narrative:
Based on the information provided, at this time no connection can be made between the alleged patient symptoms and the davol product in question. If additional information is obtained a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following allegation was reported to davol by the patient: the patient has alleged that in (B)(6) 2008 she was implanted with a bard soft mesh for the repair of a right lower abdominal hernia. She alleges that in (B)(6) 2015 she started to experience pelvic/groin pain, urinary incontinence and burning with urination. Reportedly, multiple urine cultures were negative for bladder infection. Allegedly, the patient was prescribed pain medication and antibiotics to treat her symptoms. The patient alleges that in (B)(6) 2015 she felt a hard substance vaginally that popped and she started to have intermenstrual bleeding. Reportedly, a CT scan and an ultrasound of her abdomen and pelvis resulted in no clinical findings or hernia recurrence. The patient reports that to date no doctor has attributed her symptoms to the device allegedly used to treat her hernia in 2008.

Manufacturer narrative:
This is an addendum to the initial MDR to document the 510k number of the davol product in question.